Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump lost connection with the tandem mobile application which resulted in the customer being unable to deliver a mobile bolus. Subsequently, the customer's blood glucose (bg) level displayed as "high", although specific value was not provided. Customer did not provide information on how they resolved high bg. Reportedly, the customer continued to use the pump for insulin therapy.